Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The pump, effluent/supply line, shaft and tip were visually inspected. Blood was present outside and inside the device and 100 ml of blood in the attached waste bag, when received. Visual inspection revealed that there were numerous kinks throughout the shaft with a severe kink 96cm distal of the strain relief. Microscopic examination of the device revealed that the hypotube was broken at the location of the severe kink. The separated ends of the hypotube were ovaled, indicating that the hypotube was kinked prior to being broken. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 31-jul-2019. It was reported that the catheter had a bend. The target lesion was located in the right coronary artery. An angiojet spiroflex catheter was selected for use. During the procedure, after a successful aspiration, the physician attempted to do a second round of aspiration; however, a bend in the catheter was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine. However, device analysis noted that the hypotube was broken.